Manufacturer narrative:
One 4mm tip, small sweep, safire ablation catheter was received for evaluation. Electrode 1 and the thermistor/thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issues remains unknown.

Event description:
Related manufacturer ref: 2182269-2021-00090. During an atrioventricular nodal reentrant tachycardia ablation procedure, a prolonged procedure occurred. Initially when attempting to ablate, two seconds of radiofrequency energy was delivered and then the ampere generator stopped. The ampere screen displayed "no catheter connected". The catheter connecting cable was reconnected on both ends, but the issue remained. The connecting cable was exchanged, which resolved the issue temporarily, but then the issue reoccurred. The ampere generator was replaced, but the issue remained. The catheter was exchanged and it was possible to then deliver energy, but then a high impedance issue was noted. A non-abbott generator was switched to in addition to a non-abbott ablation catheter and the procedure was completed with no adverse consequences to the patient.